Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial flutter ablation procedure, a pericardial effusion was noted. While attempting transseptal puncture, the position of the device was unclear on fluoroscopy. Iodine solution was injected to locate the puncture. An echocardiogram revealed that the puncture was too anterior and a pericardial effusion was confirmed. There was minimal effusion on the right side, but the decision was made to stop the procedure. Protamine was administered to treat the effects of the heparin and no further treatment was needed. Throughout the event, the patient remained in stable condition with no changes in hemodynamics. There were no performance issues with any abbott devices.